Event description:
Reported from the nurses that while pre warming this unit with no patient in the unit, the heater element broke and part of the ceramic connector fell onto the bassinet and burnt through the blanket. Will hold the unit and the blanket in the shop for technician to investigate.